Manufacturer narrative:
The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. A microscopic examination identified a balloon pinhole was located at the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the hypotube was kinked at several locations along its length. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that the device could not inflate. A target lesion was located coronary artery. 10/2.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the device was inflated during first entry and could not be inflated when it was advanced the second time. The device was directly removed from the patient. The procedure was completed with a non bsc device. No complications reported and patient was stable. However, device analysis revealed balloon pinhole was identified located at the distal markerband.